Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal white tube tip of a 5f mynx control vascular closure device (vcd) was damaged and exhibited structural failure (buckling) while attempting to enter the sheath. The device was withdrawn due to inability to advance, and manual compression was performed for more than 30 minutes to achieve hemostasis. There was no reported patient injury. The sealant was exposed. The device was stored and prepared according to the instructions for use, and the user was trained to the device. The procedure was performed using a retrograde approach. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm. Vessel tortuosity was reported as little or none, and no peripheral vascular disease or calcium was present at the puncture site. The device was inspected upon removal from the package, and no damage was noted to the device or packaging. The device will be returned for evaluation.